Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was issue. A field service engineer (fse) replaced and configured the all in one, then verified proper operation in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pn_orpas11 touchscreen was malfunctioning. The upper left_hand corner was not detecting touch input, and the home button could not be used. The customer attempted rebooting the station; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.